Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a hardware low-level failure (pump error 63). The customer received pump error 42 (drive count error boundaries exceeded after movement). The customer received pump error 54 (hal software error detected). The customer received pump error 63 (hardware low-level failures). The customer reported no adverse event. The event involved product(s) mmt-1780kr. Troubleshooting was performed, and the customer was able to clear the error and successfully complete the fill cannula delivery test. The error table indicated that the pump requires replacement. No harm requiring medical intervention was reported. The customer was instructed to revert to the backup plan per the health care professional's instructions. Mmt-1780kr was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Unit passed displacement test, self test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Pump¿s history and trace files downloaded successfully using thus software. No pump error 63 noted during testing. However, pump error 63 was confirmed in the formatted history file (variableinfo = 3) (file number =37, line number =367) on 05/20/2025 at 22:10:23.000. No pump error 42 alarms noted during testing. However, pump error 42 confirmed in the pump history/trace files on [05/20/2025 at 21:14:09.000]. No pump error 54 alarms noted during testing. However, error 54(line number 1421 file number 32122) alarms confirmed in the pump history files on 05/20/2025 at 21:14:05.000. No pump error 3 noted during testing, however pump error 3 (filenumber= [2002] linenumber= [2803]) confirmed in the pump history files on 05/20/2025 at 21:14:07.000. During visual inspection, no loose or disconnected motor flex connector noted on j5 at pcba1. However, broken trace at pin #6 at u1 keypad assembly. Pump was cut open to perform visual inspection and found dried insulin on the motor slide. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, broken belt clip rails, and cracked battery tube threads. Pump error 3 (filenumber=[2002] linenumber=[1541]) confirmed in the detail trace files due to pump error 54. Pump error 54 confirmed in history files and traces due to pump error 63. Alleged pump error 63 was confirmed in the formatted history files (variableinfo = 3) due to broken trace at pin#6 (sda) at u1 keypad assembly. Alleged pump error 42 alarms confirmed in the pump history files due to dried insulin on motor slide. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.